Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:01:13. During night drain cycle four, the patient's ultrafiltration reading was 1612ml, indicating the home patient drained 1612ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be a false empty detect and use error of inappropriately bypassing the low drain volume (ldv) alarm, not including the initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass the ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.